Event description:
The customer reported the nibp (non-invasive blood pressure) is intermittent on this device and they are getting "not rdy" errors. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.